Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mjk059 number, and no non-conformance's were identified. Four unopened samples of product code (B)(4), lot # mjk059 were returned for analysis. The complaint sample was not received. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects, damaged or suture breakage were observed. A functional test was performed and the pull force and tensile strength were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no pull off suture needle, breakage suture and surface related defect - needle were found, and the tested sample met the finished goods requirements. Additional information was requested and the following was obtained: how many suture broke, pulled off during this one patient procedure? - all except one. How many were noted to be dull during this one patient procedure? - none necessary dull, just didn't feel sharp and customer advised that issued occurred with 2 or 3 packs, not boxes. Note: medwatch for additional devices submitted via 2210968-2019-80199, 2210968-2019-79442.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. The physician reported that during the procedure in the office, the device did not feel like mulitipack needles. It was reported that none of the needles were necessarily dull, just didn't feel sharp than usual. It was also reported there was an issue with suture breakage with the suture material and needles popping off. There were no adverse patient consequences reported.